Manufacturer narrative:
The device was not returned for evaluation, however, x-ray images were provided for review. Based on the supplied patient images thing that could be noted is that the nail had not been distracted at the time the x-ray had been taken. A cause is still unable to be determined.

Event description:
No additional information has been provided.

Manufacturer narrative:
Corrected information: h6- device code(s).

Event description:
Additional information was received that the nail no longer lengthened post-operatively. The nail has been explanted and replaced.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail is defective and the patient needs to be revised. No additional information has been provided.